Event description:
It is reported that the pt was seen during a check-up and the tibial tray is loose. Device was implanted in 2007, and a revision surgery is scheduled for 2009.

Manufacturer narrative:
This report will be amended when our investigation is complete.